Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation under their chest. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that lifevest caused or contributed to the hospitalization. Reporting out of an abundance of caution.